Event description:
Hcp reported pt presented with signs of an infection of the device pocket and lead track. These include fever, redness, swelling, drainage, and pain. Cultures of the device pocket were positive for staph aureus. The pt was treated with IV antibiotics and total device system removed. Hcp reports pt's infection is now resolved. Pt risk factor was post-op wound or skin contamination.